Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6)2007. Legacy zimmer componenets were implanted utilizing legacy bioment bone cement. The patient experienced a postoperative fever one day post-op. Subsequently, the patient was revised on an unknown date due to pain and loosening. Additional information received reported that patient underwent a revision procedure on an unknown date in 2010 due to pain and loosening. During the procedure, the tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening and fracture of either the cement or the prosthesis, or both, can occur due to disease, trauma, and inadequate cementing technique, mechanical failure of the materials or latent infection." The following could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2007. Legacy zimmer components were implanted utilizing legacy bioment bone cement. The patient experienced a postoperative fever one day post-op. Subsequently, the patient was revised on an unknown date due to pain and loosening.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2007. Legacy zimmer components were implanted utilizing legacy biomet bone cement. The patient experienced a postoperative fever one day post-op. Subsequently, the patient was revised on an unknown date due to pain and loosening. Additional information received reported that patient underwent a revision procedure on an unknown date in 2010 due to pain and loosening. During the procedure, the tibial bearing was removed and replaced.